Event description:
Additional information has been received from the facility and stated that lens was loaded, when insertion was about to happen, incision was noted to be too small. Surgeon enlarged the incision and when surgeon was about to insert the lens, the lens was out too much. The originally scheduled procedure completed on the same day, as per the surgeon¿s opinion product did not cause or contribute to the event. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) couldn't load. Lens was not used. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.